Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted (B)(6) 2009. 3093-28 interstim urinary mgu lead, implanted (B)(6) 2009.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. It was later reported that the implantable pulse generator (ipg) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.